Event description:
It was reported that during use of this drill bit in a double bundle acl reconstruction, the device broke. The broken piece was retrieved without injury or surgical delay, and a sentinel drill bit was used to drill the tunnels.

Manufacturer narrative:
Investigation results: an investigation of this device could not be completed as the device was disposed of at the user facility. A corrective action is in process to address this failure mode. Conmed linvatec will continue to monitor this device for failures. The xo button drill bit is made of stainless steel, is fully cannulated and designed to slide over a 3/32-inch guide wire. The xo button drill bit is a limited reuse device supplied sterile. The instructions for use (IFU) informs the user: exercise care in the use of the handpiece holding the drill bit to minimize side or bending loads to the drill bits which may cause drill bit breakage and/or oversized tunnels. Inspect drill bit for any chipping or dulling. If either of these conditions exists, dispose of the drill bit appropriately and replace with a new one. Inspect instruments before and after processing for proper function, alignment, chipping of surfaces, and legibility of reference marks.